Event description:
Additional information received from the hcp reported that the patient deliberately increased the level of stimulation. When they asked her to decrease it to the initial level if improved. No diagnostics were performed and the tailbone stimulation was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that during trial insertion on (B)(6) 2016 it took a long time/many insertions, noting that their anatomy must be different. Following insertion the patient felt stimulation in their rectum at 1.3v and felt soreness/hurting when they got home on implant date. They took ibuprofen and turned their external neurostimulator down/off as a result, but turned it back on and to 1.7v later in the night. At that point they felt stimulation in their tail bone and big toe so they decreased stimulation to 1.0v, which stopped the feeling in their toe but the stimulation in their tailbone instead of their rectum remained. The patient stated that they think the "needle" might have moved. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.